Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a service and evaluation, it was determined that the electric pen drive device was not functioning, ceased up and had a broken pin due improper maintenance. It was determined that the control unit was not functioning and defective. It was determined that the device failed pre-test for function, direction of rotation, check with test bench and record results (power: 45 to 90 watt and speed: minimum 703 to 937 rotations per minute). It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.